Event description:
Event description cpi received information that this implantable pulse generator (ipg), 1 week after the patient had eye surgery, had no output and the event markers read 'v sense, v pace, and tn (telemetry noise)' but no output is seen on the EKG. The ipg was explanted and a new ipg was implanted.